Event description:
It was reported that a patient underwent a sling procedure in 2008. Post-operatively, the patient was unable to urinate and the patient was performing self-catheterizations. The patient was told by the surgeon that her symptoms were related to post-operative swelling. The patient was given macrobid and cipro post-operatively to prevent urinary tract infections. The patient saw a nurse practitioner six days later, who inserted an indwelling catheter. The patient has an appointment to see the surgeon a week later.

Manufacturer narrative:
Urinary retention occurred - conclusion - other - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.